Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, while on the transection of appendix, the devices were unable to fire, wherein the stapler did not fire but staff was unsure why the problem occurred, the surgeon was a new user. Another device was used in order to complete the case. There was no patient injury.